Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent laparoscopic hysterectomy , bilateral salpingo-oophorectomy, and removal of eroded mesh in (B)(6) 2004.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopy, subtotal hysterectomy, bilateral salpingo oophorectomy and rectocele repair.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and rectocele. The patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent excision of mesh on (B)(6) 2004 for erosion. (B)(4).